Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep called in to update patient implantable neurostimulator (ins) serial number. The incorrect ins was assigned and an ID card with the incorrect serial number was given to the patient. The new serial number was updated, a data correction letter and a new ID card were sent to the patient. No patient symptoms were reported.